Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4)implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0p7r3, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was an infection and the complete system was explanted. It was unknown what the results of any diagnostics were or if the infection had resolved. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.